Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a third party service company rep. "[Name removed] left a msg regarding this unit. Called his back and he stated that he has done the spi on this unit, and it passed except he noticed that the speaker for the alarm seems to be going out. It will alarm, then fade out and then alarm again. He thinks it is the actual speaker for the alarm. Will send him an audio transducer.

Manufacturer narrative:
The following info concerning the eval of the device is a summary of the info documented by the cardinal health tech support specialist in response to a phone conversation with a hill-rom (third party service company) rep and the test data sheet submitted to cardinal health by hill-rom (third party service company). The hill-rom (third party service company) service tech in conjunction with the cardinal health tech support specialist determined that the most likely root cause of the audible alarm fading in and out was a faulty alarm speaker. The hill-rom (third party service company) service tech replaced the affected component and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the device was returned to the rental pool ready to be placed back into rental service. No component or system trend has been identified and this is considered to be an isolated incident.